Manufacturer narrative:
(B)(4). The set has not been received. A f/u report will be submitted once the set has been received and a failure investigation has been completed.

Event description:
Customer reported that tubing broke off in the maxplus clear connector. No harm to pt or clinician reported. No add'l info provided.